Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight at 18,048 joules of use. These was no damages to the pt.

Manufacturer narrative:
(B)(4).